Event description:
Consumer complaint of low blood results. Strips first opened within the last month. Customer stores their supplies in the original vial closed at all times in room temperature of 65 to 70 degrees in the kitchen. Customer declined back to back blood test. Customer feels fine and does not require medical attention. Customers expected blood results range from 105mg/dl - 120mg/dl fasting. Reviewed meter's memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter was evaluated with no defect found. Test strips showed indication of "black chemistry", caused by improper storage of test strips. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2015).